Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that one month after use, the part where the flange's string passes through tore. The event occurred during use, and there was no reported patient harm/adverse event.

Manufacturer narrative:
One pediatric tracheostomy tube was received for analysis. As received, partial tears were observed on the inner diameter of the eyelet at the flange. The damage was observed to be rough and uneven. Confirmed complaint that the part where the flange's string passes through was torn. The probable cause is unknown. The lot history was reviewed and no relevant nonconformities were identified that may have contributed to the reported complaint.